Manufacturer narrative:
The patient stated he does not check cushion inflation per the safety information in the cushion operation manual and labels. Also, while the customer claimed an injury, roho has not seen medical records confirming this. The cushion was evaluated, but roho was unable to determine if there was a manufacturing defect due to the patches put in place by the customer. The cushion was also being used two years past the warranty period.

Event description:
Patient contacted roho and stated that his cushion went flat and it caused a pressure sore that required hospitalization and surgery. The cushion started to go down and he did not realize it because he doesn't routinely perform hand checks.